Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that after approximately 18 months of support on the lvad, the patient had increased ldh unresponsive to integrilin or bivalirudin. The hospital stated that it could potentially be due to inflow malposition. Echocardiogram (echo) showed the inflow abutting the septum. The pump was exchanged to another manufacturer's device due to the size of the decompressed ventricle. The manufacturer received a report through device tracking approximately 3 weeks later indicating that the hospital exchanged the patient's pump due to thrombosis.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
Additional information: the pump was returned with the percutaneous lead (lead) cut approximately 1.5" from the pump housing and the severed portion of the lead was not returned. The sealed inflow conduit was returned detached from the pump inlet port and the sealed outflow graft was not returned. Examination of the sealed inflow conduit, prior to the disassembly of the pump, found no adhered depositions or inflow graft kinking indicative of the reported inflow conduit malposition. Examination of the pump blood-contacting surfaces, upon disassembly of the pump, found a small, white, tissue-like deposition in the outlet stator. The deposition was not adhered to any of the pump surfaces and showed no evidence of denaturing or laminated layering. The distal end of the pump rotor and the outlet bearing cup showed no contact marks to indicate that the deposition was present while the pump was supporting the patient. Although the deposition did not appear to have been present during support, if it were present at the time of the event, it could have potentially contributed to the reported increase in lactate dehydrogenase (ldh) levels. The evaluation could not determine the origin of the deposition or the cause of the reported low flow alarms. Visual inspection of the pump bearings and bearing cups found no anomalies. Examination of the attached portion of the lead found it to be unremarkable. Electrical continuity testing of the returned portion of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: patient experienced low flow alarms